Event description:
Information was received that this smiths medical cadd legacy pump exhibited double beeping. No reported adverse effects.

Manufacturer narrative:
Other, other text: additional information received via (email) on 29-sept-2020 that the pump did not fault while in use with a patient. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with bleeding lcd and scratched screen. Event history log review was performed and found no evidence of reported problem. According to the investigation, the moment the device was powered up the device started double beeping. The investigation reported that the pump downstream sensor caused the reported problem. Investigator replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.